Event description:
During the procedure a stent was placed over a dissection in the right internal carotid artery (ica). A follow up angiogram was performed and showed improvement in the flow. However, there was moderate re-stenosis of the proximal stent tines. A balloon was prepared and advanced over the wire, when it reached the stent, stent movement occurred. A second attempt was made to advance the balloon through the stent and the stent moved again. The balloon was removed and a final angiogram of the right ica demonstrated slow antegrade flow across the dissection with mild contrast stagnation. The patient was discharged in stable condition to a rehab facility 51 days post procedure.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore analysis cannot be performed. The risk of migration and interaction with another device is documented in the directions for use (dfu). It is possible that procedure or anatomical factors caused or contributed to the event; therefore a root cause of operational context has been assigned to this event.

Event description:
During the procedure, a stent was placed over a dissection in the right internal carotid artery (ica). A follow up angiogram was performed and showed improvement in the flow. However, there was moderate re-stenosis of the proximal stent tines. A balloon was prepared and advanced over the wire, when it reached the stent, stent movement occurred. A second attempt was made to advance the balloon through the stent and the stent moved again. The balloon was removed and a final angiogram of the right ica demonstrated slow antegrade flow across the dissection with mild contrast stagnation. The patient was discharged in stable condition to a rehab facility 51 days post procedure.